Event description:
Related manufacturer reference number: 2017865-2021-11391. New information noted that thirty-seven noise events logged and some r-wave oversensing was noted during isometric testing. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that four rv noise events logged and that appear to be external. No intervention was performed. Patient was stable.